Event description:
The customer reported a false positive result for the rsv target on the alinity m resp-4-plex assay. Sid (sample ID) (B)(6) tested on (B)(6) 2022 gave a positive result for flu a (13.08 cn) and rsv (38.27 cn). When retested on genexpert, a positive result was only obtained for flu a. The false positive result was not reported outside of the laboratory. There was no report of impact to patient management. This incident is being reported to FDA because the incident occurred in france using the alinity m resp-4-plex assay, list number: 9n79-90, which is the same/similar to the alinity m resp-4-plex assay, list number: 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list: 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list: 9n79-96) sold in the united states. Ticket does not reference a us list: 9n79-96 lot number.

Manufacturer narrative:
Investigation into this complaint included a customer data review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: review of the customer data was performed. The review of the customer data demonstrated that the assay software and the alinity m resp-4-plex amp kit (list 09n79-090) lot 382437 is performing as expected. The run which involved the discrepant result was valid and met assay specification requirements. The discrepant result produced a valid result, and the amplification curve did not appear abnormal. A product deficiency was not identified by this evaluation. Quality data review: device history record / batch record review: review of the manufacturing packet for linity m resp-4-plex amp kit (list 09n79-090) lot 382437 (including the components) did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. Review of testing per protocol was performed; testing determined that alinity m resp-4-plex amp kit (list 09n79-090) lot 382437 had 0% of false positives rate for all targets and all validity and acceptance criteria per protocol testing were met. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-090) lot 382437 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-090) lot 382437 or its components. Complaint history review: a complaint history review was performed to identify any complaints related to the reported issue for the alinity m resp-4-plex amp kit (list 09n79-090) lot 382437. A product deficiency was not identified by this review. Based on the investigation elements, a product deficiency could not be identified by this review.